Manufacturer narrative:
Updated initial reporter zipcode. The device was received for evaluation. Visual inspection determined that the balloon was not folded, indicating that it had been subjected to positive pressure. A longitudinal tear was observed in the balloon material, measuring approximately 58 mm in length. The tear extended from a location 19 mm distal to the proximal markerband to 4 mm distal to the distal markerband. Examination of the device tip revealed no evidence of damage. Visual and tactile assessment identified a shaft kink located 80 mm distal to the distal end of the strain relief. Both markerbands were intact, undamaged, and correctly positioned on the device shaft.

Event description:
It was reported that balloon rupture occurred. The 80% - 90% stenosed target lesion was located in the severely calcified and severely tortuous arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon rupture after the sixth to seventh inflation at 20 atmospheres for 40 to 50seconds. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was received for evaluation. Visual inspection determined that the balloon was not folded, indicating that it had been subjected to positive pressure. A longitudinal tear was observed in the balloon material, measuring approximately 58 mm in length. The tear extended from a location 19 mm distal to the proximal markerband to 4 mm distal to the distal markerband. Examination of the device tip revealed no evidence of damage. Visual and tactile assessment identified a shaft kink located 80 mm distal to the distal end of the strain relief. Both markerbands were intact, undamaged, and correctly positioned on the device shaft.

Event description:
It was reported that balloon rupture occurred. The 80% - 90% stenosed target lesion was located in the severely calcified and severely tortuous arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon rupture after the sixth to seventh inflation at 20 atmospheres for 40 to 50 seconds. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 80% - 905 stenosed target lesion was located in the severely calcified and severely tortuous arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon rupture after the sixth to seventh inflation at 20 atmospheres for 40 to 50seconds. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.